Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 320 units of insulin during the load sequence. Reportedly, the customer had over filled the cartridge with insulin. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. The customer reloaded the cartridge to resolve the issue.